Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had positive blood cultures for staphylococcus aureous as well as potential vegetation on the leads. The implantable cardioverter defibrillator (ICD) system was explanted and antibiotics were administered, and cultures were taken. No further patient complications have been reported as a result of this event.